Event description:
Healthcare professional reported a lap-band port infection. The "patient c/o [complained of] pain at port site with swelling." The patient was treated with "clindamycin" for the infection. The port was explanted without replacement and the band portion of the lap-band system remained implanted. The physician noted that the infection has not resolved. It was reported that the patient presented with "pain at port site", "nausea", "bloating" and "pus from healing wound." It was noted that the patient has "esophagitis." The patient was "placed on levaquin." The healthcare professional noted that there is "persistent infection in port area." About 3 months after the port was explanted, [the band portion of the' lap-band device was explanted.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned for analysis as the device was discarded. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Infection, irritation, inflammation, pain, nausea, and bloating are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain, irritation/inflammation and infection as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis,asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."